Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged couple device glass in the insertion area had multiple scratches, failure of the universal cord and failure of the distal end cover glass. A root cause could not be identified. Based on the results of the investigation, the charged couple device glass in the insertion area had multiple scratches, which resulted in black shadows to appear in the images and universal cord malfunction caused no image. The most probable cause of the additional malfunction identified during investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during service maintenance. There were no reports of patient harm.